Event description:
During baxter's functional testing, a spectrum pump alarmed sys error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The symptom of sys error 105 was reproduced as well as confirmed through review of the event history log. This error message was attributed to a failed motor (flex). The failed motor assembly was replaced.